Event description:
The user reported that during the removal of a resolve locking drainage catheter, the suture developed a knot in the pigtail. The physician's assistant had to pull hard to remove the catheter. The catheter broke in half, but was entirely removed from the pt. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the eval has been completed.